Event description:
Information received by medtronic indicated that customer reported pump issues. And also reported cosmetic damage of pump. Troubleshooting was not performed. No harm requiring medical intervention was reported. Customer will discontinue to use the pump and insulin pump was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the displacement test and a test p-cap locks properly into the reservoir compartment. The following were noted during the physical inspection: scratched case, stained keypad overlay, cracked retainer, cracked reservoir tube lip, faded end cap address label, pillowing keypad overlay, and cracked battery compartment. Cosmetic damage on the battery compartment is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.